Manufacturer narrative:
Additional excluder components included in this report: pxt281418/04472069, pxc201200/03998589, pxc14100/04470920. Results - a review of the manufacturing records for the devices verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2006, the patient was implanted with three gore excluder aaa endoprostheses. On (B)(6) 2009, the patient was implanted with a gore aortic extender component. On (B)(6) 2009, the patient was converted to an open aortic repair. The gore stent-graft system was explanted and destroyed at the facility. On or around (B)(6) 2011, the patient expired.